Event description:
Event description guidant received information that the patient with this ventricular lead presented to the emergency room due to light headedness. The lead had a loss of capture and the patient's underlying rhythm was atrial fibrillation. The lead impedance was greater than 2500 ohms with loss of capture in both unipolar and bipolar modes. There was no pacing at high outputs and no sensing. The data in the pacemaker indicated the lead safety switch (changes polarity from bipolar to unipolar) had occurred in november. Noise was noted in january.